Manufacturer narrative:
The following devices were also listed in this report: unknown_osteonics head; cat# unk_jr; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Primary tha surgery was performed on (B)(6)1997. Revision surgery was performed for osteolysis on (B)(6) 2002. Head and liner was replaced. 2nd revision surgery was performed for dislocation of a joint on (B)(6) 2016. Cup, liner, head, and screw were replaced. 3rd revision surgery was performed for pseudotumor caused by armd (B)(6) 2024. Stem, head, liner and screws were replaced. This pi is for 1st revision surgery.

Event description:
Primary tha surgery was performed on (B)(6) 1997. Revision surgery was performed for osteolysis on (B)(6) 2002. Head and liner was replaced. 2nd revision surgery was performed for dislocation of a joint on (B)(6) 2016. Cup, liner, head, and screw were replaced. 3rd revision surgery was performed for pseudotumor caused by armd (B)(6) 2024. Stem, head, liner and screws were replaced. This pi is for 1st revision surgery.

Manufacturer narrative:
Reported event: an event regarding osteolysis involving an unknown implant liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review with a clinical consultant indicated" confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty since an operation report albeit in japanese was provided with handwritten illustrations. I can also confirm that the patient had revision surgery also because I was able to look at an operation report also in japanese. I can also confirm that the patient had yet another revision also because I was able to look at a japanese written operation report. I cannot interpret details. Root cause analysis: the root cause of these events cannot be determined with certainty. Patient underwent a primary surgery, a revision surgery for osteolysis, a second revision surgery for dislocation and a third revision surgery for pseudotumor. The causes of these issues are multifactorial including surgical technique, the way the implants are positioned and aligned, as well as proper restoration of soft tissue tension in the thigh. Also to be considered is the proper preparation of the head and trunnion prior to and during insertion, patient factors including lifestyle, activity level and bmi, as well as implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to osteolysis. A review with a clinical consultant indicated" confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty since an operation report albeit in japanese was provided with handwritten illustrations. I can also confirm that the patient had revision surgery also because I was able to look at an operation report also in japanese. I can also confirm that the patient had yet another revision also because I was able to look at a japanese written operation report. I cannot interpret details. Root cause analysis: the root cause of these events cannot be determined with certainty. Patient underwent a primary surgery, a revision surgery for osteolysis, a second revision surgery for dislocation and a third revision surgery for pseudotumor. The causes of these issues are multifactorial including surgical technique, the way the implants are positioned and aligned, as well as proper restoration of soft tissue tension in the thigh. Also to be considered is the proper preparation of the head and trunnion prior to and during insertion, patient factors including lifestyle, activity level and bmi, as well as implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.